Event description:
Unsuccessful attempt of sternal io infusion tube, did not stay with pt. From investigation device not released, leading to under penetration. Infusion tube retention by lubrication product enhancement.